Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, the surgeon was able to squeeze the handle, however, out of five attempts only one clip fired. The counter did go down when attempting to clip. Another device was used to complete the case. There was no patient injury.